Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument and the reload involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler misfired and not all staples were deployed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage to the reload. The cover was removed and the reload was inspected. There was no damage found to the pushers, shuttle, cartridge, or knife. A review of the instrument procedure logs was unable to confirm the reload being involved in any firing failures. No product issue was identified. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.